Event description:
No injury; small tip broke off and cardiologist was able to retrieve it. Representative for product was present. Representative felt that the balloon was too close to end of wire, which caused it to break. Representative tossed out the broken tip and wire was put in sharps container. Viper wire became lodged during a procedure and retrieval snare had to be used during the procedure. The wire was successfully retrieved and removed.